Manufacturer narrative:
Product analysis: the case and hanger were confirmed to be broken. Display wires were found to be pinched, with compromised insulation. The main seal was found to be damaged, with a missing section. Extensive contamination was found in the interior of the device. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was damaged, such that a clip was broken and the case was pulling apart. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.